Manufacturer narrative:
(B)(4). Evaluation results: a work order search was performed and there were no similar complaints found. Conclusion: conclusion can not be drawn. Based on the complaint history and work order search, a specific root cause of the event can not be determined. (B)(4).

Event description:
It was reported that surgeon implanted micl12.6 implantable collamer lens on (B)(6) 2010. The patient post-treatment follow-up form at 6 months was received on (B)(6) 2011, which the patient indicated "in bright light. I still have strips of shimmers of light, not noticeable with sunglasses." Additional information was obtained from the surgeon's office that indicated the last time they had seen the patient was (B)(6) 2010 and at that time, this condition was not noted. They also indicated that the patient stated "vision is great and was very happy." Pre-op va 20/400 and post-op 20/20+2. This report is for the patient's left eye. See MFR report #2023826-2010-00172 for the other eye.